Event description:
It was reported that foreign matter was discovered with a bd phaseal¿ injector luer lock n35c. This occurred on 2 separate occasions during use, however, patient information is unknown. The following information was provided by the initial reporter, translated from japanese to english: (2 of 2 complaints). When preparing keytruda, fm was found in the syringe.

Manufacturer narrative:
H.6. Investigation: four protectors along with two injectors were returned to our quality team for investigation. The product was visually inspected, no damage was observed on the needle and not foreign matter was identified. A device history review was performed for reported lot 1812107, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. Fragmentation testing was reviewed for the reported lot and results were found to be acceptable. Based on the available we are not able to identify a root cause at this time.

Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was discovered with a bd phaseal¿ injector luer lock n35c. This occurred on 2 separate occasions during use, however, patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: (2 of 2 complaints) when preparing keytruda, fm was found in the syringe.